Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high inr result with coaguchek in range meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 6.2 inr. The result from the laboratory within 7 hours was 2.28 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred.

Manufacturer narrative:
The customer returned strips for investigation. The returned test strips were measured with the retention meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results qc 1: 2.8 inr , qc 2: 2.9 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.